Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25 mm epic plus aortic valve was implanted for an aortic valve replacement procedure. Four days after the procedure, the patient developed dysfunction of the valve. A transesophageal echocardiogram showed lack of opening of the right coronary leaflet. On (B)(6) 2025, the valve was removed surgically with lack of leaflet mobility confirmed through a saline test.

Manufacturer narrative:
Explant after a week of valve implant due to lack of leaflet mobility was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including functional testing prior to release form abbott. Based on the limited information associated with this complaint, the cause of the incomplete coaptation cannot be conclusively determined. The reported surgical intervention is due to surgical removal of the valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Explant one week post-implant due to lack of leaflet mobility was reported. The valve was returned to abbott for analysis. All three leaflets were flexible and showed no tears, perforations, or anomalies. All leaflets were mobile when manually manipulated. Functional testing upon return to abbott indicated that the valve functioned normally. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing prior to release form abbott, and the product met all specifications. Based on the limited information associated with this complaint, the cause of the incomplete coaptation cannot be conclusively determined. The reported surgical intervention is due to surgical removal of the valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.